Event description:
I had breast implants put in on 2014 and within 2 years I began experiencing many different health symptoms from vertigo, to chronic fatigue and joint pain, blurry vision, brain fog, excruciating pain in my neck and shoulder which was relieved immediately after explant. Upon removal of my implants my plastic surgeon said one of my valves were faulty.